Manufacturer narrative:
This report is submitted on december 23, 2022.

Event description:
Per the clinic, the patient experienced pain, swelling and infection at the surgical site (specific date not reported). Subsequently, the patient underwent a skin revision surgery via silver nitrate cauterization (specific date not reported). The patient was also treated with oral and topical antibiotics (specific date and duration not reported) and topical steroid (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.